Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced over infusion of furosemide during therapy in the intensive care unit (ICU). The reporter stated that the patient started on a 50 ml furosemide infusion. The device read a final volume to be infused: 6.3 ml total given: 9.7 ml. Dose: 10 ml when the bag was empty. The nurse stated approximately 20 ml of fluid was lost when she cleared air from the line however, that left at least 20 ml unaccounted for. Another bag of furosemide was observed to contain exactly 50 ml and staff was consulted to insure bags were made correctly. There was no known patient injury or medical intervention associated with this event. No additional information is available.